Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/ migration of essure device location of device: essure devices no on tubes") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: ziprasidone and provera. Concomitant products included azithromycin from (B)(6) 2013 to (B)(6) 2013, clonazepam since (B)(6) 2013, omeprazole since (B)(6) 2013, ondansetron from (B)(6) 2013 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, sumatriptan from (B)(6) 2013 to (B)(6) 2013 and tramadol since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain/ pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (ablation on (B)(6) 2013). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, menstrual disorder, abdominal pain, migraine, headache, mood swings, weight increased, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, headache, menstrual disorder, migraine, mood swings, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirm tubal occlusion; on (B)(6) 2013: total bilateral occlusion on (B)(6) 2013, endometrial biopsy was done. On (B)(6) 2013 , ultrasound scan vagina revealed normal cervix, normal endometrium, nonn.al tubal ostia bilateral. On (B)(6) 2013, hysterosalpingogram revealed contrast installed into the uterus under fluoroscopic observation fills a normal appearing endometrial cavity. There is no spill through the radio plaque tubes consistent with successful closure. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: genital haemorrhage. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- new events added: hormonal changes describe: mood swings, weight gain, depression, mental anguish were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ migration of essure device location of device: essure devices not on tubes') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure (batch no. A67122-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2013, endometrial biopsy was done. Previously administered products included for an unreported indication: lyrica, ziprasidone and provera. Concurrent conditions included fibromyalgia and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as azithromycin from (B)(6) 2013 to (B)(6) 2013, clonazepam since (B)(6) 2013, omeprazole since (B)(6) 2013, ondansetron from (B)(6) 2013 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, pregabalin (lyrica) since (B)(6) 2013, sumatriptan from (B)(6) 2013 to (B)(6) 2013 and tramadol since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pain") and abdominal pain ("abdominal pain"), 13 days after insertion of essure. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), mirtazapine, venlafaxine hydrochloride (effexor) and surgery (ablation on (B)(6) 2013). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, menstrual disorder, abdominal pain, migraine, headache, mood swings, weight increased, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, headache, menstrual disorder, migraine, mood swings, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirm tubal occlusion; on (B)(6) 2013: results: total bilateral occlusion contrast installed into the uterus under fluoroscopic observation fills a normal appearing endometrial cavity.there is no spill through the radiopaquetubes consistent with successful closure.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-jun-2020: extension of expected date of next report on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ migration of essure device location of device: essure devices not on tubes') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure (batch no. A67122-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2013, endometrial biopsy was done. Previously administered products included for an unreported indication: lyrica, ziprasidone and provera. Concurrent conditions included fibromyalgia and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as azithromycin from 7-apr-2013 to 7-may-2013, clonazepam since (B)(6) 2013, omeprazole since (B)(6) 2013, ondansetron from 18-jan-2013 to 26-mar-2013, paracetamol (acetaminophen) since (B)(6) 2013, pregabalin (lyrica) since (B)(6) 2013, sumatriptan from 16-jan-2013 to 26-mar-2013 and tramadol since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pain") and abdominal pain ("abdominal pain"), 13 days after insertion of essure. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), mirtazapine, venlafaxine hydrochloride (effexor) and surgery (ablation on (B)(6) 2013). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, menstrual disorder, abdominal pain, migraine, headache, mood swings, weight increased, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, headache, menstrual disorder, migraine, mood swings, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirm tubal occlusion; on (B)(6) 2013: results: total bilateral occlusion contrast installed into the uterus under fluoroscopic observation fills a normal appearing endometrial cavity.there is no spill through the radiopaquetubes consistent with successful closure.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: genital haemorrhage. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ migration of essure device location of device: essure devices not on tubes') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure (batch no. A67122-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2013, endometrial biopsy was done. Previously administered products included for an unreported indication: lyrica, ziprasidone and provera. Concurrent conditions included fibromyalgia and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as azithromycin from (B)(6) 2013 to (B)(6) 2013, clonazepam since (B)(6) 2013, omeprazole since (B)(6) 2013, ondansetron from (B)(6) 2013 to (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, pregabalin (lyrica) since (B)(6) 2013, sumatriptan from (B)(6) 2013 to (B)(6) 2013 and tramadol since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pain") and abdominal pain ("abdominal pain"), 13 days after insertion of essure. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), mirtazapine, venlafaxine hydrochloride (effexor) and surgery (ablation on (B)(6) 2013). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, menstrual disorder, abdominal pain, migraine, headache, mood swings, weight increased, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, headache, menstrual disorder, migraine, mood swings, pelvic pain and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirm tubal occlusion; on (B)(6) 2013: results: total bilateral occlusion contrast installed into the uterus under fluoroscopic observation fills a normal appearing endometrial cavity.there is no spill through the radiopaquetubes consistent with successful closure.. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: genital haemorrhage. Most recent follow-up information incorporated above includes: on 30-dec-2019: update of information (batch is not valid) on 9-jan-2020: pif received: rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/ migration of essure device location of device: essure devices not on tubes') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure (batch no. A67122) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2013, endometrial biopsy was done. Previously administered products included for an unreported indication: lyrica, ziprasidone and provera. Concurrent conditions included fibromyalgia and body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as azithromycin from (B)(6) 2013, clonazepam since (B)(6) 2013, omeprazole since (B)(6) 2013, ondansetron from (B)(6) 2013, paracetamol (acetaminophen) since (B)(6) 2013, pregabalin (lyrica) since (B)(6) 2013, sumatriptan from (B)(6) 2013 and tramadol since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pain") and abdominal pain ("abdominal pain"), 13 days after insertion of essure. In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), mirtazapine, venlafaxine hydrochloride (effexor) and surgery (ablation on (B)(6) 2013). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, menstrual disorder, abdominal pain, migraine, headache, mood swings, weight increased, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device dislocation, genital haemorrhage, headache, menstrual disorder, migraine, mood swings, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirm tubal occlusion; on (B)(6) 2013: results: total bilateral occlusion. Contrast installed into the uterus under fluoroscopic observation fills a normal appearing endometrial cavity. There is no spill through the radio paquetubes consistent with successful closure. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: genital haemorrhage. Most recent follow-up information incorporated above includes: on 5-dec-2019: plaintiff fact sheet received, reporter information, essure lot number, concomitant medication added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.